Event description:
Power switch is broken per repair statement.

Manufacturer narrative:
During testing and repair at the service center, the device alarmed for low o2. This was due to saturated sieve beds.